Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of tpn (total parenteral nutrition). During priming prior to patient use, it was reported that the clave secondary port on the cassette of the tubing set broke. No specified details were provided. The customer contact reported that an unspecified volume of solution leaked. The tubing set and the solution container were replaced and the therapy was initiated. Though requested, no additional information was provided.